Manufacturer narrative:
The field service engineer performed a planned maintenance visit on the analyzer a few days after the event and did not identify any instrument issues. Instrument performance testing on (B)(6) 2020 was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result was 96.45 ng/l. This result was reported outside of the laboratory. A 2nd tube from the patient was tested and the result was 5 ng/l. A 3rd tube from the patient was tested and the result was 4 ng/l. The customer repeated the sample from the initial run twice and the results were 6.04 ng/l and 6.16 ng/l. The troponin t hs reagent lot number was 416797. The expiration date was not provided.